Manufacturer narrative:
(B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed? Please specify? Is rinderon ointment prescription strength? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an interbody fusion on (B)(6) 2022 and topical skin adhesive was used. On postoperative day 4, patient peeled off the product on the lower back, it was found that the epidermis became red. This occurred on the 4th postoperative day. The patient was discharged from the hospital. Rinderon ointment was applied. Further details are not provided. No sample will be returned.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: is photo available of patient reaction? No photo is available. What was the procedure date? (B)(6) 2022. What date /day post op was the reaction noted? (B)(6) 2022 was any prescription strength medication prescribed? Please specify? Is rinderon ointment prescription strength? Rinderon vg (betamethasone valerate, gentamicin sulfate; strong) was prescribed was any surgical intervention performed? No. Please describe how was the adhesive was applied. Unknown what prep was used prior to, during or after adhesive use? Unknown was a dressing placed over the incision? If so, what type of cover dressing used? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? This is the second surgery for the patient in this hospital. During the previous surgery, prineo was used, and when it was removed from the patient 1 week later, the patient's epidermis became red. Therefore this time, the product was removed on day 4. Product code and/or lot of product used? Product code was clr222us, lot number was unknown. Current patient status. The patient was discharged without extension of hospitalization what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.